Event description:
Analysis of the device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no patient involvement.

Event description:
Analysis of the device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no patient involvement.

Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. The guidewire was returned in the balloon catheter. The guidewire was removed and examined. It was found to be bent in several places. The guidewire was shaped on its distal section. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled off at 52.0cm from its proximal tip. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. Since the device dfu (directions for use) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.